Event description:
Patient had left total hip arthoplasty. Revision in 2009 due to pain. Imaging indicated that the polyethylene liner had unlocked and slid out of position, leaving the joint in a subluxed position. In the operating room, found liner to have split. Cup and liner replaced.

Manufacturer narrative:
(B) (4). Evaluation summary: no devices were returned for evaluation, therefore the device condition is unknown. It is unknown whether proper surgical technique was followed. Time in vivo was approximately 1 month. Whether acetabular screws were used is unknown. No photos or x-rays were returned for evaluation. Information on instrumentation used, mating acetabular shell, femoral head and femoral stem, and patient factors such as rehabilitation protocol, level of compliance with rehabilitation protocol, and patient activity level is unavailable. With the information given, the exact cause of this situation cannot be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies, it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened zimmer inc considers the investigation closed.